Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to remove and reload the cartridge, deliver a 9-unit bolus, and successfully resume insulin therapy, resolving the issue.